Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found an issue with the rinse tubes, vacuum interrupter, check valve, and detergent solenoid valve. He replaced or adjusted the parts. The investigation is ongoing.

Event description:
There was an allegation of questionable results from cobas 6000 c 501 module serial number (B)(4). Sample 1 initial ise indirect gwen 2 sodium result was 133 mmol/l and the repeat result was 142 mmol/l. The initial calcium (ca, gen.2) result was 720 mg/dl and the repeat result was 10.29 mg/dl. Sample 2 initial uric acid (ua gen.2) result was 1.2 mg/dl and the repeat result was 10 mg/dl. The questionable results were not reported outside of the laboratory. The reagent/electrode lot numbers and expiration dates were requested but were not provided.